Event description:
It was reported that the patient presented for a routine check and reported no symptoms. Upon interrogation, the programmer could not recognize the device and the telemetry tests failed to communicate. There were no emi sources to interfere with the telemetry. No MRI scans or surgeries were reported. Magnet placement caused no change in observed rhythm. The physician will discuss device replacement with patient. The patient was stable during interrogation.